Manufacturer narrative:
The device history record for the reported lot number, m6228a601, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample was received. One sample was received with the package label. The sample was received inside a bio-hazard sample bag. The sample was disinfected inside the lab hood using caviwipes. The swab appeared in clean condition with no obvious visible signs of use. The swab stick was broken at approximately 3.25" from the end. Under magnification, stress whitening was observed on the broken ends. Lateral white striations were also observed adjacent to the break. The swab sponge was securely attached to the stick. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A single report was received that referenced five different incidences, which were associated with separate units, involving six different events. This is the fourth of six reports. Refer to 8030647-2017-00006 for the first event. Refer to 8030647-2017-00007 for the second event. Refer to 8030647-2017-00008 for the third event. Refer to 8030647-2017-00010 for the fifth event. Refer to 8030647-2017-00014 for the sixth event. It was reported that the oral swab sticks were breaking during use in patient's mouth's. Additional information was received on 07-jan-2017 stated, the customer had another broken swab that broke while in use with a patient which, this additional information brought the total number to six events. No injury reported. No additional information provided.